Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, patient underwent standard one level cervical disc arthroplasty at level c4-5, due to pre-op diagnosis as neck pain where patient was implanted with an artificial cervical disc at c4/c5. Reportedly, post-op, patient continued to have neck pain. Surgeon explained that this was a workman's comp case and the implant was positioned properly and did not appear to have failed in any way. The removal of the implant and fusion of this level was planned as a result of this event. On (B)(6) 2017, the artificial cervical disc was removed at c4/c5. Removal of the disc was uncomplicated.

Manufacturer narrative:
Image review: submitted images appear to show surface abrasion on ball component of implant. Product analysis: device meets specifications. No defects observed during visual analysis or through dimensional and functional checks.